Event description:
It was reported that this right atrial lead was an attempted implant. First, the lead was able to be implanted, but when the stylet was removed, the lead had dislodged. Subsequently, the physician tried repositioning the lead, it was unable to place. In addition, the right atrial lead exhibited low sensing amplitudes and loss of capture and it was noted that the helix was unable to extend. Therefore, the decision was made to remove this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: g2 field: report source updated to foreign.

Event description:
It was reported that this right atrial lead was an attempted implant. First, the lead was able to be implanted, but when the stylet was removed, the lead had dislodged. Subsequently, the physician tried repositioning the lead, it was unable to place. In addition, the right atrial lead exhibited low sensing amplitudes and loss of capture and it was noted that the helix was unable to extend. Therefore, the decision was made to remove this lead. No additional adverse patient effects were reported.